Event description:
Boston scientific received information that at the explant of this cardiac resynchronization therapy defibrillator (crt-d) for normal battery depletion the physician noted the atrial proximal setscrew was backed out. It was either loosened or never fully tightened. The patient had atrial impedances in the 1400 ohm range and thresholds of 2v@0.4ms. No adverse patient effects were reported.

Manufacturer narrative:
The device was returned to our quality assurance laboratory and underwent detailed anlaysis. A microscopic visualization revealed that the right atrial setscrews extended and retracted normally. The device was put through and passed a series of automated diagnostic tests. Pacing, sensing, and shocking functions were verified. In conclusion, anlaysis could not confirm the reported allegations as the device met specification.